Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Customer reported via phone call of having blood at site due to possibly hitting a capillary and needed to replace set. Customer's blood glucose was 497 mg/dl. After troubleshooting, customer was advised that set would be replaced.